Event description:
On 11/28/2007, abbott point of care was contacted by a customer, who reported the I-stat prothrombin time cartridge yielded a pt/inr result of 3.45. Repeated test the I-stat prothrombin time cartridge yielded a pt/inr result of 3.45. A sample, taken at the same time, was tested using lab instrument. Stago, which yielded a pt/inr result of 7.3. Repeated test using lab instrument. Stago, which yielded a pt/inr result of 7.4.